Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased capture threshold, decreased sensing threshold, and episodes of non-sustained right ventricular oversensing (nsrvo) noted on the right ventricular lead. Diagnostic imaging was performed, which revealed the lead was dislodged. The lead was explanted and replaced, and the patient was stable with no consequences.